Event description:
The manufacturer received information alleging a ventilator's lcd screen was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd and lcd backlight cable were replaced to address the issue.